Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on 14 apr 2011 during drain cycle 4. The patient's drain volume was 3713ml. The fill volume was 2000ml. This information meets iipv criteria. Product surveillance attempted to contact the nurse on (B)(6) 2011. A detailed message was left notifying the nurse of this iipv event. Product surveillance advised to call should she have any questions. No patient injury or medical intervention was reported. No further information is available.